Event description:
Quantum I-level power wheelchair left arm collapsed when leaned upon when bending forward while sitting in the chair causing me to fall to floor jarring my neck and back. The chair arms are held together with an allen wrench screw. I have muscular dystrophy. This is dangerous. Please recall this product, serial number: (B)(4). Neck / back pain. FDA safety report ID# (B)(4).